Event description:
While harvesting a radial artery the silicone from one of the jaws fell off. The pieces were retrieved and not left inside the patient. The hemopro box was set at 4 because the fascia was so thick-lots of smoking and not cutting of the tissue. This was the 2nd device opened for the case, the first was bent, it took a total of opening 3. The 3rd had no issues. Hecc: 4580. Dpc: 2907, 2587, 1585, 2981. Ref: mw5186900.